Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber passed saline testing, and the reported event of leaking water was not observed. It is unclear to what portion of the fiber the complaint of black mark refers. However, there were no black marks on the device exterior, therefore this portion of the event was not confirmed. Microscopic inspection determined that fiber tip is in good condition. Visual inspection found an approximate bend of 90 degrees in the fiber body at the control knob. The bend likely occurred while removing the fiber from its packaging or while inserting it into the scope, therefore, the reported event of fiber break was confirmed. The interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke at the base. In addition, the fiber had a black mark and was leaking water. The procedure was completed with different fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke at the base. In addition, the fiber had a black mark and was leaking water. The procedure was completed with different fiber. There were no patient complications.